Event description:
A scalp ph sample was obtained from an unborn neonate and analyzed in an abl77 blood gas analyzer. The ph result was reported as 6.77. Based on this result, a c-section was performed. During this procedure a second blood sample was collected and analyzed using a roche blood gas analyzer which reported a ph of 7.23. The physician complained that the c-section procedure was performed unnecessarily. On (B)(6) 2012, we were informed of a second incident using the same analyzer where a c-section was performed based on a low ph value from the analyzer. The analyzer is no longer in use at the customer site. There were no reported adverse events associated with these c-section procedures.

Manufacturer narrative:
Patient, calibration and manual qc logs were provided by the customer from the subject abl77 analyzer. Data from these logs documented the following: calibration records showed a properly functioning analyzer, well within manufacturer specifications. Manual qc records showed a history of periodic failures over the past couple of years. A qc sample was performed on the morning of the initial date in question ((B)(4) 2012) which was within manufacturer specifications. Patient records included the reported sample on (B)(4) 2012 at 14:40 with a ph of 6.77. This sample did not include a result for pco2 because the value was outside the measuring range. The patient lot included sample results from (B)(4) 2012. The subject sample result appears inconsistent with the other samples results in this log. The log did not contain a record of the second reported low ph result. Arrangements are in process to have the abl77 analyzer returned for further failure investigation.